Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg as high as 600 mg/dl). Customer's bg at the time of report was 511 mg/dl and ketones were present which were considered as being dangerous by a healthcare provider. The pump supplies were changed out and a correction bolus was delivered. Contact alleged pump may be cause of elevated bg; however, was unsure. Healthcare provider (hcp) alleged bg may be related to puberty. Pump system check with tandem technical support (cts) found the pump was functioning as intended. Customer was using analog insulin in the cartridge. Cts informed customer that the insulin was not labeled for use with the pump. Reportedly, contact discussed the insulin type with the hcp.